Manufacturer narrative:
Correction to field b5.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed by the respiratory rate trend (rrt) sensor which caused pacing inhibition of less than two seconds. Additionally, this rv lead exhibited high out-of-range pacing impedances measuring greater than 2500 ohms. Boston scientific technical services noted that the right ventricular (rv) lead may not be capturing as the morphology looks different than earlier presentings. It was recommended to have the patient come in for an evaluation. Subsequently, this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed by the minute ventilation sensor which caused pacing inhibition of less than two seconds. Additionally, this rv lead exhibited high out-of-range pacing impedances measuring greater than 2500 ohms which triggered a lead safety switch (lss). Boston scientific technical services noted that the right ventricular (rv) lead may not be capturing as the morphology looks different than earlier presentings. It was recommended to have the patient come in for an evaluation. Subsequently, this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.